Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly and a malfunction alarm occurred. Customer's blood glucose level was 385 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly and the pump shutdown unexpected. Customer's blood glucose level was 385 mg/dl. Reportedly, customer continued using pump for insulin therapy.